Manufacturer narrative:
(B)(4). (B)(6). The sample was returned for evaluation. The unit arrived activated by the customer. Visual inspection revealed a grey particle present inside the solution of the drug vial. The reported condition was confirmed. The root cause was attributed to the method in which the user activated the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that following the activation of a vialmate meropenem 1.0g 100mlnacl 0.9%, a dark particle was identified inside the vial. The particle was identified floating inside the solution upon the transfer of the liquid into the vial. This condition occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.